Event description:
Instrument broke during procedure. While dr. (B)(6) was placing pedicle screws, he used a curved thoracic gear shift to make a pilot hole. With downward pressure the entire tip (40mm) tip broke off in the pedicle. The entire piece was obtained from the pedicle and no damage was done to the patient. Sample not being returned. The sample was sent to hospital engineering for their recording of the event. Construct: posterior spinal fusion/ anterior spinal fusion.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.